Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to overstress of the ar-9236-01pp vaultlock trial peg during use, such as misalignment, off-axis loading, or excessive force applied while engaging or removing the trial component, resulting in the peg snapping off.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/08/2025, it was reported by a sales representative via (B)(4) that an ar-9236-01pp vaultlock trial peg snapped off. This occurred during use in a case with no patient effect.